Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 25mm epic valve was implanted during a mitral valve replacement. The patient's native valve was 27mm. In (B)(6) 2023, the patient presented with shortness of breath. Heart murmur was heard on auscultation, and a cardiac catheterization was performed. Severe mitral regurgitation was observed. On (B)(6) 2023, the valve was explanted. There was a perforation of the valve cusp and structural valve deterioration. The valve was replaced with another 25mm epic valve. A 28mm non-abbott tricuspid annuloplasty ring was implanted during the same procedure. The patient status was stable.

Manufacturer narrative:
Explant due to shortness of breath and severe mitral regurgitation was reported. It was also reported that there was a perforation of the valve cusp and structural valve deterioration. The investigation found that cusp 1 was torn. There was circumferential fibrous pannus ingrowth on the outflow surface, extending over commissures and limiting cusp mobility. Micro-calcification present on cusp 3. No acute inflammation was present. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the tear could not be conclusively determined; however, fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all cusps during coaptation, leading to cusp tears and reduced durability.

Event description:
It was reported that on (B)(6) 2014, a 25mm epic valve was implanted during a mitral valve replacement. The patient's native valve was 27mm. In (B)(6) 2023, the patient presented with shortness of breath. Heart murmur was heard on auscultation, and a cardiac catheterization was performed. Severe mitral regurgitation was observed. On (B)(6) 2023, the valve was explanted. There was a perforation of the valve cusp and structural valve deterioration. The valve was replaced with another 25mm epic valve. A 28mm non-abbott tricuspid annuloplasty ring was implanted during the same procedure. The patient status was stable.